Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available impedance trend confirmed the low out of range shock impedance. Furthermore the iegms showed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. Shocks were delivered. These observation suggest the presence of a potential insulation damage on the lead. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 45 months after the implantation the pacing impedance dropped and was < 200 ohms. Several capacitor charges took place, some of them resulted in shocks. An insulation break was suspected. Apart from hospitalization no adverse patient side effects were reported. The lead was left in the patient and a new lead was implanted.